Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty front panel switch and faulty light-emitting diodes (leds) could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Use the video system center only under the conditions described in ¿environment¿ on page 368 and ¿ specifications¿ on page 369. Otherwise, improper performance, compromised safety and/or equipment damage may result. Store the equipment in the level position in a clean, dry, and stable location.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted due to additional information received from information follow up.

Event description:
The procedure was completed with another, similar device. There was no direct patient involvement outside of the one day delay in care.

Manufacturer narrative:
The suspect device has been returned to an olympus repair center, and the customer's reported issue has been confirmed. The front panel was found to be faulty; the switches were not working and illuminating properly. An internal buffer error code was also found during evaluation and inspection and was resolved by a reset. Rust, dust, corrosion, varnish, and a faulty net spacer were also found. Additional information has been requested regarding this event, and this investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility contacted olympus to report issues with a evis exera iii video system center's custom keys "1" and "2". The customer also reported that the keys eventually get "back to normal" after the processor powers on. This phenomenon was discovered prior to a diagnostic oesophagogastroduodenoscopy procedure, which was delayed one day due to the observed phenomenon. No patient or user harm has been reported.